Event description:
It was reported that water leaked past the bd luer-lok¿ tip syringe plunger during use. The following information was provided by the initial reporter: "drug leak backwards syringe plunger". "What is drug being leaked? - customer said ¿just water.¿"

Manufacturer narrative:
H.6. Investigation summary: one sample was provided by the customer for investigation. The returned sample was leak tested and the samples passed the leak test as it did not leak. While a definitive root cause could not be identified for the customer's reported failure, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that water leaked past the bd luer-lok¿ tip syringe plunger during use. The following information was provided by the initial reporter: "drug leak backwards syringe plunger." "What is drug being leaked? - customer said ¿just water.¿"